Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment maintenance check, it was discovered that the attachment device was running hot. There were no delays to a surgical procedure. A spare device was not available for use. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over the temperature specification (122 degrees should be less than 118 degrees). It was further determined that the bearings had unknown oily substance on them. It was determined that these issues were consistent with improper cleaning and lubrication, failure to follow manufacture¿s procedures (dfu). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.